Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that the device failed accuracy testing on channels a and b. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
The infusion pump was tested for flow accuracy at 100ml/hr, the phm a delivered at - 5.44% and phm b delivered -5.04%. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.